Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder blood leaked between holder and cannula. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿blood leakage between holder and canula. When customer taking blood sample blood leakage occur. Customer says it is between the holder and cannula. No injuries. Happened with 2 needles. Customer has used the product for many years.¿

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder blood leaked between holder and cannula. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿blood leakage between holder and canula. When customer taking blood sample blood leakage occur. Customer says it is between the holder and cannula. No injuries. Happened with 2 needles. Customer has used the product for many years.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes . D9: returned to manufacturer on: 2022-11-28. H.6. Investigation summary: bd received 100 samples for investigation. Ten (10) of the samples were evaluated by functional sleeve testing, drawing 10 tubes per needle, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, drawing 10 tubes per needle, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.